Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "an ultrasound exam showed (illegible) of the shell and obscuration of the structure of the gel, indicating appearance of foreign (illegible)¿.

Event description:
Physician reports "an ultrasound exam showed (illegible) of the shell and obscuration of the structure of the gel, indicating appearance of foreign (illegible)¿. This relates to the right device. Device has been explanted.